Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 implant of the fast-fix 360 could not come out. T1 was successfully removed by pulling out until it was removed. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, t2 implant of two fast-fix 360 could not come out. T1 was successfully removed by pulling out until it was removed. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. Device 1 was returned in the pret2/postt1 setting with no suture or implants returned. Device 2 was returned with the actuator bar extended past the tip of the needle. No suture or implants were returned. There is biological debris on the returned items. A functional evaluation of device 1 finds it cycles as designed. A functional evaluation of device 2 finds it does not cycle as designed due to the actuator bar being stuck, extended past the needle tip. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.